Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The stent was loaded on the detached guide catheter. The stent, guide catheter and push catheter were bent in several locations. The suture was detached and stuck in between the stent and guide catheter. And the suture hole in the push catheter was partially torn. The delivery system was not functional, the pull wire was retracted to its maximum extent and was stuck inside push catheter. The condition of the returned complaint device was consistent with the reported event of guide catheter broken. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends, the device would become difficult to retract pull wire. Continued effort to retract pull wire likely caused detaching of guide catheter from the pull wire. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the left hepatic duct performed on (B)(6) 2016. According to the complainant, during the procedure, the pull wire could not be retracted during the stent deployment attempt. The guide catheter broke and was removed from the patient with the use of biopsy forceps. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
UDI= (B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the left hepatic duct performed on (B)(6) 2016. According to the complainant, during the procedure, the pull wire could not be retracted during the stent deployment attempt. The guide catheter broke and was removed from the patient with the use of biopsy forceps. The procedure was completed with another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.